Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported being unable to implant a corneal ring in the tunnel created by the laser. The surgeon was not able to get more than a quarter of the ring in before there was resistance. The doctor could not advance it further so the rest of that portion of the case was aborted and the doctor took the patient immediately to another femtosecond laser where the tunnel procedure was performed n the same area, but a little deeper. The doctor was then able to place the ring in the patient.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).